Manufacturer narrative:
Unit alarmed failed battery test due to faulty battery tube. Unit functioned properly after unplugging and plugging the battery tube connector into interface board. Unable to verify low battery alarms due to failed battery test alarms. Unit received with cracked case at display window corners, reservoir tube lip, and battery tube threads. Unit received with minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a crack on the side. The crack was on the battery compartment. The insulin pump may have been dropped or bumped. The insulin pump alarmed low battery and he kept receiving failed battery test alarms. The insulin pump did not alarm failed battery test after troubleshooting. His blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.